Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was offline in remote smart service (rss) and displayed a disconnected status on-screen. A field service engineer inspected the port and identified an improperly seated network cable. So, reseated the cable, rebooted the device, and confirmed the station returned online in remote smart service (rss). Additionally, observed the existing cable was degraded so it was replaced with a new cable to ensure stable connectivity. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es unable to see patient. The customer stated that the failure happened during issuing the medication. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es unable to see patient. The customer stated that the failure happened during issuing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.